Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered rounds of inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to an episode of atrial arrhythmia. Troubleshooting options were discussed. The device was later explanted and replaced due to therapy upgrade. No adverse patient effects were reported.